Manufacturer narrative:
The product was not returned to the manufacturer for evaluation. As a result, testing could not be performed. Cause of the event is unk at this time. Additional info was requested from the physician; however, no additional info was provided at the time of this report. The manufacturing lot and expiration date of the device were not provided. The manufacturer of the device at the time was pegasus biologics, inc. Synovis orthopedic and woundcare, inc is the reporting company for the event. The event occurred prior to synovis acquiring pegasus biologics.

Event description:
Case was reported as explant of orthadapt bioimplant. Case info (including case type or signs and symptoms) were not provided at time of report.